Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a non-tortuous eccentric, de novo 99% stenosis of the left superficial femoral artery, the fox plus balloon catheter ruptured at 16 atms during inflation. The balloon was removed and the procedure was completed with a non-abbott device. There was no reported patient effect. Though requested. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.